Event description:
Acct. Reports that the tubing pulled out of the hub of the luer lock housing. States incident occurred with a home care pt while pt was sleeping. States at least 15cc of 5fu and cisplatinin leaked onto bed and pt's pajamas. No pt injury reported.